Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the exposed electrode at the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing. Additional findings not related to customer reported complaint were also identified: signs of corrosion were found on the maryland bipolar forceps instrument bearings. Grip input disk bearings exhibited orange discoloration. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the maryland bipolar forceps instrument tip was burned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.